Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was displaying an error 2 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient reported having to repeatedly insert test strips until they were able to obtain a blood glucose reading. It is unknown how the patient manages their blood glucose. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported that a few weeks ago they felt their blood glucose was high and went to the emergency room. The patient did not provide any details of any symptoms. The patient reported obtaining a blood glucose reading of 500mg/dl on a hospital meter. The patient did not provide information on any treatment they may have received. At the time of troubleshooting the cca confirmed that the patient was using the correct testing technique and there had been no misuse of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient suffered a serious injury related to hyperglycemia after the alleged issue began.